Event description:
There was an allegation of questionable results from the cobas 6000 c 501 module. The initial glucose result was 15 mg/dl with a data flag and the repeat result was 91 mg/dl. It was requested but was unknown if any questionable result was reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer found problems with rinse mechanism tubing, nozzle movement, and problems with the vacuum tubing on the detergent. He reinstalled, aligned, and adjusted the tubing. He checked the rinse volumes, the gear pump pressure, and the probe positioning. He ran mechanism checks and precision checks that were acceptable. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.